Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Single use device from no to yes. (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported via website on (B)(6) 2017 that his eye developed a corneal ulcer four months after his right eye had recovered from corneal abrasion. The patient noticed a sand sensation when wearing the lenses, ended up discarding it and putting up a new one. The patient sought for medical attention and reported being on his fourth round of unspecified antibiotics; treatment modality and duration were not provided. The patient was told that he would lose his vision if the same event occurs and would not be able to wear contact lenses again. The patient recalled that he had never had a problem with the contact lens for over 25 years and religiously practiced hand hygiene when handling the contact lenses. Additional information has been requested but not yet received.